Event description:
The liposuction machine was brought to the biomed department with the comment that it wasn't working and had burned a patient. It was also noted that one of the scrub techs was "shocked" by the probe and had to be sent to the ed for evaluation. Biomed then determined that a similar event had occurred a few months ago with a patient receiving a minor burn, but biomed was unable to determine any malfunction of the machine at that time. They did confirm proper operation at that time with the company's tech support staff. They determined at that time that it was likely user error.with this event, it was determined that the company needed to assess the machine and it has been sent to them.